Event description:
A surgeon reported that a lens had rotated 90 degrees following an intraocular lens (iol) implant procedure. The surgeon performed a repositioning of the lens, but the lens rotated back 90 degrees. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: no sample was returned, the device remains implanted. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire has not been received. (B)(4).